Event description:
Suture breakage. Customer reports that sutures broke while tying. There are no reported adverse consequences to the pt related to this incident. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family intially reported assuming incident could recur.